Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and a low event. Patient's mother reported that she noticed the receiver displayed "low" without an alarm and that the patient was acting out of the norm. The patient called their doctor and was advised to administer glucagon to the patient. At the time of contact, the patient was healthy. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of intermittent audio output could not be confirmed. A root cause could not be determined.